Manufacturer narrative:
An event for patient effects of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported arrhythmia could not be conclusively determined. The reported unexpected medical interventions was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The following day the patient presented with junctional rhythm. A permanent pacemaker was implanted. The patient status was stable.